Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that " having a high blood pressure and irregular heartbeat and experiencing atrial fibrillation again as well concerned the pacemaker is not working for them ". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.